Event description:
The patient underwent an ultrasound guided localization of the left breast at 3 o'clock position. However, post procedure interrogation of the breast with the scout probe did not yield a signal. On the day of the procedure, the scout marker was assessed again and was not able to emit a signal, resulting in patient requiring ultra-sound guided wire localization to correctly identify location of cancer. Faulty marker was removed from the patient.